Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient's ins was turning off when switching between groups. This occurred a few times, but not every time. The rep kept switching groups to see if it still did it. The patient was instructed to make sure that stimulation is on before locking their controller. The issue was reported to be resolved at the time of the report. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's implant turning off was unknown. The "remote didn't switch back to a". "The issue seems to be okay now", per the patient. No further information was reported.